Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with following pre-op diagnosis: severe degenerative disk disease with low back pain and referred leg pain. Procedure: anterior lumbar interbody fusion. Partial l5 and s1 vertebral corpectomies with decompression of cauda equine and exiting nerve roots. Insertion of structural allograft. Anterior internal fixation with screw and washer. As per op notes: ¿fixation of the sacrum to l5 was carried out by cannulating the pedicles of l5 and s1 in the usual anatomic technique with x-ray confirmation. Local autograft was harvested from the spinous processes and lamina and distributed over the posterolateral aspect of the patient¿s spine bilaterally. Rhbmp-2/acs was used to complete the fusion of the wound which was then closed over a drain.¿